Event description:
Asr revision; hip(s) to be revised: right; reason(s) for revision: pain.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. The correction/removal reporting number listed applies to the corresponding product code sold domestically.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Reason(s) for revision: pain/metallosis.

Manufacturer narrative:
New etq record created in order to update etq (legal system) complaint number. Reason for original complaint ¿ asr revision bi-lateral, hip(s) to be revised: right, reason(s) for revision: pain/metallosis. This dint is for the right hip revision. For the left hip revision please see (B)(4). Update: added type of product and added 2 products and amended 1 product. Received: november 15th 2012. Asr xl update- date of revision, taken from claimsuite dated (B)(6) 2013. Update - date received 24 jan 2013 - reason for revision - metallosis. Update - june 21, 2017 additional information received from (B)(6), added stem. This complaint was updated on july 4, 2017. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.